Event description:
In early 2009, a boston scientific corporation employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction" by mutignani, et al published in endoscopy; 2007, 39: 440-447. The following info was derived from this article: a wallstent enteral endoprosthesis was used in a stent placement procedure. According to the article, the stent migrated distally during release. A second stent was implanted (overlapping the first). No further info on the status of the pt was available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.